Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, yellow particles in the surface of the shell, crease fold, and wear abrasion. Leak test was performed and identified an opening on the radius. A microscopic analysis was performed which identified a puncture in the radius side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a puncture opening on the radius side assessed as surgical damage-like.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Device has been explanted.